Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device exhibited unexpected longevity, and reached elective replacement indicator (eri) in less than four years. Additionally, the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced, and the lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - (B)(6) 2007; 4194 implantable pacing lead - (B)(6) 2007. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.